Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) ranged from 480 to approximately 500 mg/dl. Boluses and insulin injections were used to address the bg level. The customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the occlusions. The customer was to use insulin injections to manage diabetes.